Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name:octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000130470. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was established. Note : it is unknown which lead is related to this issue.